Event description:
Event description boston scientific crm received information that this pacemaker and right ventricular lead exhibited noise leading to a syncopal episode for the patient. This device is part of an advisory regarding the crystal component, however exhibited no symptoms that were consistent with those described in the advisory. In a revision procedure, the lead was surgically abandoned and the device was explanted due to its advisory status.